Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet and the pump battery could not be charged. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 43 mg/dl range, cause was unknown. No additional information was provided and the customer declined further troubleshooting with tandem technical support. The customer reverted to an alternate method of insulin therapy.